Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
Bst reported " but now his teeth hit on the left and only in places on the right back two if he tried to grind his teeth and bite hard. He felt that the teeth on the left were blocking and not improving with adjustments. It seems like the lower needs to be pulled out slightly. " the fit of step 15 is wnl

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.